Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (B)(4) was confirmed during power on. The root cause of the reported complaint issue was due to a defective pca processor board. During visual inspection, a cracked front enclosure was observed. These type of issue identified was likely due to normal wear and tear and was unrelated to reported complaint. The damage front enclosure was replaced. The autopulse platform is a reusable device and was manufactured in june 2013. The device has been operating for over 5 years and has reach its expected serviceable life of 5 years. No data available for archive review as the data showed cleared on (B)(6) 2018. Initial functional testing could not be performed due to system error of 132 (internal watchdog timeout -system error). Thus, confirming the reported complaint. To remedy this issue, the faulty part identified was replaced with known good pca processor board. The ap platform was re-tested and passed all the functional tests without any error. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (B)(4) upon powering on. No patient involvement.